Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. Per reporter, the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed there are no errors related to the customer complaint. The device was visually inspected and there were no anomalies noted upon visual inspection. A functional test was performed, and the customer reported issue was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. The complaint could not be confirmed, and a root cause was unable to be determined. Performance verification tests were performed, and the software was updated. The device passed all functional testing.